Event description:
Additional meaningful information obtained via follow up indicated that the patient had an ipg replacement with a smaller ipg, addressing the pain issue. Therapy was restored to the patient post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain located at the ipg site. Surgical intervention may be pending to address this issue.